Manufacturer narrative:
Product event summary #hvad pump (B)(4) was returned for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation confirmed that the hvad pump (B)(4) met all requirements for release. Review of log files was not performed since log files covering the reported event date were not available for analysis. Failure analysis of the returned pump revealed that the device passed visual examination. Post-explant functional analysis revealed that pump (B)(4) failed to meet pre-implant requirements with power average consumption of 2.07 watts. Given that this deviation was not present prior to release of the device, it was most likely introduced during use. Dimensional verification revealed that the front preload measurement was found to be deviating from specifications. Given that the pump met specifications prior to release, this deviation was likely a result of a clinical challenge to the pump. Pathology report revealed no evidence of thrombus within the pump. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2017 with left lower extremity weakness and numbness. Patient was standing in the kitchen and felt that his left foot was numb and that his leg "was ready to give out". Computed tomography (CT) scan performed and patient was transferred to (B)(6) medical center on (B)(6) 2017 for further neurological examination and heparin therapy. Patient has been hospitalized since then. Patient also on aspirin 162mg and dipyridamole. On (B)(6) 2017 patient had an episode of clumsiness and difficulty attaching his battery to controller which was witnessed by his nurse, patient stated that he had been having that issue all day and that this was not normal behavior. A stroke code was called. Neuro exam showed new simultagnosia, constructional apraxia, and motor dyspraxia. CT scan performed with subacute left parietal lobe infarct. Patient status 1a for transplant due to neurological events. Pt transplanted on (B)(6) 2017. Visual changes persist post transplant, all other deficits resolved. Left visual field cut, blurred vision, spots in left upper visual field superimposed on a dense left homonymous hemianopsia. No further information available.